Manufacturer narrative:
The system was examined and the reported event was confirmed. The power supply was replaced to address the issue. The burning smell was attributed to when the power supply became non-conforming. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 21, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to non-conforming power supply. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a system shut down before a procedure. There was no patient involved.